Event description:
Device #2 malfunction: resistance during needle removal, suture didn't present. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician used the prostar xl device to attempt arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the needles were being removed, resistance was encountered and the sutures were not attached to the needles. The ends of the sutures could not be found and the suture loop was still attached to the barrel. The closure device was removed and a second prostar xl was attempted with the same results. The device was removed and due to the size of the access site, two proglides were used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with any relevant information. Device #1 prostar xl, lot # 62112-6h, indicated is being filed under medwatch manufacturer report number: 2953144-2008-00936.